Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved reciproc blue r25 8/100 25mm that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1552213, 1552185, 1552214). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a reciproc blue broke during use. The separated piece could not be retrieved and was incorporated into the filling.